Event description:
It was further reported that the patient experienced myocardial infarction (mi). The patient presented after an above-knee amputation for post operative care management of ongoing ischemic cardiomyopathy as well as ongoing need for dialysis and blood pressure support. On admission, the patient had decreased sensation in both arms and legs with no sensation in hands. The patient was also noted to have end stage renal disease for which dialysis was recommended to be continued. During the course of hospitalization, the patient was under aggressive medical management. The patient was found unresponsive and pulseless. Cardiopulmonary resuscitation (CPR) and advanced cardiovascular life support (acls) were initiated and the patient was given several rounds of epinephrine along with atropine, bicarbonate and narcan. The patient remained asystolic and bradycardic with shor burst of sinus rhythm. The patient was intubated. However, the patient's condition did not improve, cardiopulmonary resuscitation was stopped. Per source documents, the most likely cause of death was ischemic cardiomyopathy with poor ejection fraction at 10% with probable recurrent myocardial infarction and cardiac arrhythmia. Per death certificate, the primary cause of death was cardiorespiratory arrest and the secondary was severe ischemic cardiomyopathy.

Event description:
(B)(6) clinical study. Same case as: 2134265-2012-06545. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with unstable angina (braunwald classification: iib) and cardiac catheterization was recommended. The target lesion being treated was located in the distal left anterior descending (lad). The lesion was 70% stenosed, 2.5mm in diameter and 50mm long. The lesion was treated with predilation and placement of two overlapping 2.25x28mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient expired.

Event description:
It was further reported that the patient did not experienced myocardial infarction as previously noted was experienced. The site confirmed that since no documentation is available to document the myocardial infarction, no event for that has been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).